Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 39.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that during post-implant device check, patient received a vibratory alert for high, out of range pacing lead impedance and loss of sensing. The lead was explanted and replaced. Patient was doing fine.